Manufacturer narrative:
On 7/25/2016, one mep13 mammotome elite ultrasound probe, lot number f11601431d1, was received from the affiliate for analysis. Visual inspection of the device confirmed use of the device in a procedure. Simulated functionality testing was conducted on chicken breast. The device initialized successfully and no defects were noted. Upon tissue sampling, the device did not obtain chicken samples. However, two tissue samples (assumed breast tissue as device showed evidence of use in a clinical procedure) were transported to the tissue collection cup. The cutter was cleared of tissue and primed, the device obtained three out of three chicken samples successfully. Upon the completion of tissue sampling, the device was disassembled and it was noted that fluid rings can be seen on the filter. This finding led the investigator to conclude that the filter was previously damp and then dried. A possible root cause of this event is that the filter became saturated with fluid, during the clinical procedure, causing a decrease in the vacuum pressure. This could lead to decreased tissue transportability through the device. No serious injury occurred as tissue samples were obtained with a subsequent device of the same product code (elite probe). After a full investigation and analysis into the root cause, and upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, pursuant to 21 cfr 803 because this malfunction has the potential to cause or contribute to death or serious injury.

Event description:
The affiliate in (B)(4) reported, " during the procedure, the tissue was not sampled at all."